Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2021-13300. It was reported that the atrial and right ventricle leads exhibited over-sensing noise. The leads were explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned in two pieces. Final analysis found external insulation abrasion exposing the outer coil caused by friction to device can noted at 12.4 cm to 12.9 cm from the connector pin. Full breach insulation degradation was noted adjacent to the connector boot at 4.4 cm from the connector pin. The reported event was isolated to the exposure of the outer coil in the abrasion zone.